Event description:
A distributor in south africa reported that the peak inspiratory pressure (pip) knob of an rd900aeu neopuff infant resuscitator is sticky and cannot be adjusted smoothly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: upon evaluation of the returned device, it was observed that the max pressure and the peak inspiratory pressure adjustment knobs were sticky and bumpy before reaching the closed position. Functional testing of the valve system was conducted in accordance with the neopuff technical manual, and the device successfully passed the test. Conclusion: the valve system passed the functional testing. Further inspection of the returned device confirmed the reported event. The max pressure and the peak inspiratory pressure adjustment knobs were sticky and bumpy before reaching the closed position. This is due to interference from the retaining ring stop within the valve assembly, which interacts during the rotation of the adjusting knob just before the knob reaches the fully closed position. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff is a portable, reusable device that can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in south africa reported that the peak inspiratory pressure (pip) knob of an rd900aeu neopuff infant resuscitator is sticky and cannot be adjusted smoothly. There was no reported patient involvement.